Manufacturer narrative:
(B)(4). We are currently in the process of obtaining further information from the hospital to determine if the complaint mr290 autofeed humidification chamber caused or contributed to the reported event. We are also attempting to obtain the subject complaint device for further investigation. We will provide a follow up report once we have completed our evaluation.

Event description:
A healthcare facility in (B)(6) reported via an fisher & paykel healthcare field representative that the mr290v humidification chamber was found leaking when using it with sipap therapy. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(4) for investigation where it was visually inspected. Results: visual inspection of the returned complaint device revealed a crack next to the chamber bracket, which stretched from the port at the top of the dome down to the side of the dome. The chamber was also deformed at the side of the dome next to the bracket. Stress marks were found around the cracks. The base of the chamber had a dent. A lot check revealed no other complaints of this nature for the lot number provided. Conclusion: the dent in the base of the complaint chamber and the position of the crack in the dome indicate that the damage is due to the device being subjected to impact damage. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The returned chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290 state the following: maximum operating pressure: 8kpa. Use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilation pressure. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Do not use the chamber if the seals are not intact when received, or if it has been dropped. Set appropriate ventilator alarms.

Event description:
A healthcare facility in (B)(6) reported via an fisher & paykel healthcare field representative that the mr290v humidification chamber was found leaking when using it with sipap therapy. No patient consequence was reported.